Event description:
A hospital reported to our clinical specialist that two rt131 infant breathing circuits failed the ventilator leak test before use.

Manufacturer narrative:
Device is en route to MFR for investigation.